Manufacturer narrative:
The customer requested a log review. The pcu event log shows the last infusion programmed for lipids 20% (drugid 81) at a rate of 0.5ml/hr on syringe module s/n (B)(4) was programmed at 9:37 pm on 14 december 2018. The vtbi was 8.2806ml. At 2:12 pm, the primary infusion completed and the infusion stopped. At 2:15 pm, the device was channeled off. The volume recorded as being infused during this period was 8.2806ml. There were no occlusion alarms during this infusion. The syringe module was not provided for testing its ability to detect an occlusion. The occlusion pressure limit (no disc) was set to medium. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer requested a log review for an event. Lipids were infusing at 0.5ml/hr and the pump did not have an occlusion alarm, even when the pump was occluded by hemostats both above and below the pump mechanism. Although requested, no other information was provided.